Event description:
Caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to fully charge the battery, and a follow-up was planned. Upon follow-up, the customer's pump charged successfully.